Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications were reported as a result of this event. Upon examination, it was noticed that the threads of the handle screw were deformed. The block had a contact mark with the handle screw. The wheel could only rotate within a certain range.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy. Intra-op, the alleged flexible arm could no longer be fixed; so, a rigid flexible arm was used to deal with this issue. It was considered that the thread of the handle screw was worn due to excessive tightening by strong strength. It has not been specified whether there were any patient complications.